Manufacturer narrative:
Manufacturer¿s report date: (B)(4) 2012. (B)(4). The set and the pump event logs have been received, but the evaluation has not been completed yet. A follow up report will be submitted with the results of the investigation once it has been completed.

Event description:
The customer reported that morphine solution free flowed and that the drip chamber of the primary filled up. This was reported to have occurred when administering morphine via secondary infusion which was connected below the check valve on the primary port and thought to be clamped off. The nurse reported that the morphine was in a 100 ml bag and that only 20 ml were left. There was no report of pt harm or medical intervention. Customer stated that no further pt or event information is available.